Manufacturer narrative:
A ge representative evaluated the system and replaced the display driver board. The system operates as intended. This event was evaluated as not reportable and is being submitted based on consent decree commitments.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the event.